Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. According to the patient, on approximately (B)(6) 2026, the patient experienced a signal loss for over 3 hours, the sensor wasn¿t working and had to be taken to the hospital as the sensor was connected with the pump and it was not distributing insulin. There was no blood glucose (bg) reading taken. The patient felt very unwell and was vomiting and diagnosed with diabetic ketoacidosis (dka), ketone values were 1.9 mmol/l. The insulin pump was adjusted to manual mode to distribute insulin. After the ketone value was 2.1 mmol/l. The patient then called their doctor who advised the patient to go to hospital. The patient¿s partner took the patient to hospital. The patient was admitted for 48 hours and treated with IV insulin. At the time of the report the patient was better. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.